Event description:
Name of procedure being performed: sleeve gastrectomy. Detailed description of event: pictures available in attachments. Mr [name - redacted] retrieving part of the stomach with the retrieval bag and when pulling through the incision site the bag burst at the tip. Patient status: no patient injury. Type of intervention: unknown.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Name of procedure being performed: sleeve gastrectomy. Detailed description of event: pictures available in attachments. Mr [name - redacted] retrieving part of the stomach with the retrieval bag and when pulling through the incision site the bag burst at the tip. Additional information received from applied medical representative via email 14sep22: incision site was not enlarged prior to bag removal. Surgeons normal practice is to bring the specimen to the surface, aspirate and de bulk then pull the final part through. Doesn¿t usually need to increase the incision size. The specimen did fall back into the abdominal cavity and due to de bulking it was a number of pieces. The surgeons retrieved what he could but there may have been some left behind. He followed up with a higher dose of antibiotics than he usually would and patients recovery was fine. No other instruments used in the bag. A sponge holder was used at the top of the specimen but nothing in the bag itself. The bag did not fragment. Patient status: no patient injury. Type of intervention: the surgeons retrieved what he could but there may have been some left behind. He followed up with a higher dose of antibiotics than he usually would and patients recovery was fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, confirming the complainant¿s experience as the bag was torn at the tip. Stretching was also observed near the tear. Based on the description of the event and the photo provided, it is likely that the incision size was not adequately enlarged prior to specimen removal, resulting in excessive force being exerted on the tip of the bag and causing the bag to tear. The instructions for use (IFU) states, "if the bag and contents are too large to be extracted, carefully enlarge the port site for ease of bag removal.".